Event description:
On (B)(6) 2015, a dental professional informed 3m of a patient who required tooth extraction. This patient had a 3m espe lava ultimate cad/cam restorative for cerec crown placed on tooth 29 on (B)(6) 2013. Prior to placement of the lava ultimate crown, the patient had a large amalgam in this tooth which had cracked leading to decay; a root canal was performed prior to the placement of the lava ultimate crown. On (B)(6) 2014, the patient contacted the office to report a loose crown. The crown came off with the post attached to it and internal decay was present. The patient was referred to a periodontist who determined the tooth was not restorable; extraction with immediate implant placement and minimal bone grafting was performed on (B)(6) 2015. The patient's condition is reported as good.